Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device found no damages to the device. Functional testing showed that the the device was successfully threaded to a spare base plate. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device [d19070998] number, and no non-conformances were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. Stroud was did a delta reverse shoulder on this patient and selected a ecentric 38mm +2 glenosphere. One he had the implant positioned over the base plate, he stated he could not get the threads to engage. He made several attempts and asked if I would open a std 38mm + 2 glenosphere. That glenosphere seated and threaded into the base plate. The case was delayed by 4-5minutes do the issue. The 130762038 was cleaned, put back into box and returned to my office.